Manufacturer narrative:
Analysis confirmed the reported event. The programmer was found to be melted at the power input jack, as well as the power supply connector that enters the programmer. It was noted the programmer would power up with battery power and was able to interrogate with the provided radiofrequency (rf) head. The power supply was replaced, and the programmer passed functional, safety, and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power cord started smoking and melted near the power jack on the programmer. The programmer was plugged into a power outlet with the battery installed and was not turned on during the event. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the ac power supply. Visual inspection: power connector has melted plastic around the metal plug. Benchtop analysis: plugged power supply into 110vac wall power. Immediately smelled melting plastic. Unplugged the power supply. Checked the electrical connection between the +19v positive output and ground. Determined these were electrically shorted. Performed x-ray of plug. Confirmed power supply dc output positive (+19v) and ground were electrically shorted inside the cable plug. Confirmed customer complaint caused by power supply connector failure. The dc plug cable end positive +19v output and ground are electrically shorted. Computing platform (cp) power input jack plastic is melted. It is due to faulty ac power supply output connector. If information is provided in the future, a supplemental report will be issued.